Event description:
It was reported when getting the stem out that three instruments fractured. The bolt got cross threaded and damaged. Another bolt was used to complete the procedure. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D2 & d4: attempts have been made to gather all product identification information, and no further information has been provided. D10: 31-473621 slide hammer w/threaded tip unknown. 31-301870 arcos anti tourque handle unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed. Visual examination of the returned product identified slide hammer shows indentations, gouges, and wear from previous uses. Threaded tip has fractured off and was returned in the stem extractor threaded hole. Collar was not returned with device. Stem extractor is nicked and scratched from previous uses. Fractured piece was able to be turned out of the stem extractor during evaluation. No other damage was noted. The anti torque handle was not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the slide hammer and stem extractor. No problem was found with the stem extractor. The device was not fractured and minimal signs of use were identified. The broken slide hammer tip was within the stem inserter, however that is secondary to the fact the slide hammer broke. Upon return, the fragmented piece was able to be removed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified a disassembled slide hammer. The threaded shaft is fractured. No further evaluation could be made from the provided picture. Images of the stem extractor and anti-torque handle were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the picture provided of the fractured slide hammer. The fractured stem extractor and anti-torque handle could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Event description:
No additional event information to report at this time.